Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 10.9 cm fusiform abdominal aortic aneurysm approx 17 months ago. The vessel morphology was reported as the aortic neck has an infrarenal angle of 84 degrees and suprarenal angulation of 74 degrees. Aortic neck was 22 mm in diameter and 15 mm long. Iliacs were severely tortuous. The left common iliac artery has disease progression with iliac limb dilatation which resulted in compromising the sealing zone. It was reported that the bifurcated stent graft was implanted via the right side and two contralateral iliac limbs via the left side. It was reported one year post stent graft implant the CT demonstrated that there was a distal type I endoleak. The physician implanted two endurant extension limbs successfully resolving the distal type I endoleak. The investigator assessed that the endoleak was not related to the device or procedure. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (endoleak). Results/conclusion: disease progression with iliac limb dilatation).